Event description:
It was reported the patient had multiple falls causing ineffective therapy. Diagnostics discovered one of the patient's leads had one through eight contacts with high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead 8ch60cm mrc gen3 us pr, model: 3186, serial: (B)(4), batch: a000047883.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.